Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported the buttons on the insulin pump were not working. Blood glucose was 200 mg/dl. Customer state entire keypad was not working. Customer does not recall any significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.